Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was dislodged during the patient's CABG (coronary artery bypass graft) surgery. The lead was repositioned post CABG and remains in use. No patient complications have been reported as a result of this event.